Manufacturer narrative:
This is a duplicate report of 1818910-2013-10527. This report, 1818910-2013-00672, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-10527. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for metal on metal reaction. **update** 7/18/2011 - litigation papers received. There is no new information that would change the outcome of the investigation. **update** 7/30/2012 - litigation papers received. There is no new additional information that would affect the investigation. **update**12/18/2012-pfs and medical records were received from legal. Records indicate patient was revised due to elevated metal ion levels, tissue gray in color, and no bony ingrowth in the cup. The cup was added to the complaint. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Additional narrative: (B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes xwm-52 and w2xfb1011. A search of the complaint database finds additional reported incidents against lot code 1048663 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.